Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, yellow particles material was found on the shell, missing shell and the device had a broken shell. A weight test of the device verified the device was underweight. A microscopic analysis was performed which identified a broken is found with the following conditions: sharp edge on posterior assessed as unidentified (tear) opening, striated edge posterior assessed as surgical damage, and three openings striated. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: three openings striated assessed as surgical damage, a broken is found with the following conditions: sharp edge on posterior assessed as unidentified (tear) opening, striated edge posterior assessed as surgical damage, and a missing shell assessed as inconclusive. The reason for reoperation was reported to be due to "felt a lump and discomfort" and "ultrasound scan which showed intracapsular rupture". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported that patient felt lump and discomfort in left breast. Ultrasound showed rupture. Device has been explanted.